Event description:
The pt reported that the hcp did not use the template when refilling her pump. The pt reported that multiple attempts by several nurses and the hcp to fill the pump were made resulting in much discomfort, one needle bending after exertion of "much pressure" on abdomen. The refill was finally complete after multiple needle sticks and use of fluoroscopy. Several attempts have been made to obtain add'l info from the hcp without success.